Event description:
The customer alleged that the audio alarm could not be heard during est. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the audio alarm as a precautionary measure. The unit passed extended self testing.